Event description:
A customer contacted beckman coulter inc. (Bci) in regards to ind* flagged troponin (accutni) qc and patient results generated by access 2 immunoassay system. The results were not reported out of the laboratory. The customer did not report any effect to patients or user attributed or connected to this event. * ind = indeterminate. The result is at the low end of the analytical range. The result can not be distinguished from a system failure.

Manufacturer narrative:
The customer performed instrument weekly maintenance and a system check, which met the specifications. While troubleshooting with bci customer technical support, it was discovered that a reagent pack was miss-loaded and placed in the incorrect slot of the reagent storage carousel. The cts reiterated the proper pack loading procedure with the customer. Service was not dispatched for this event as the issue was resolved by troubleshooting with cts. User error is the root cause for this event.